Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) was removed 2 months ago due to urethral perforation. On (B)(6) 2019, a new aus system was reimplanted. The new cuff was placed at the bulbous urethra using transcorporal approach because the surgeon wanted more tissue surrounding the urethra. The patient is in a stable condition post procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.